Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a calibration postponed message. The customer noted getting a strange blood pressure (bp) reading of 66/0. They were advised to attempt a calibration, which was successful. The bp was then 1202/80s with a good arterial waveform. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Therapy was continued without further alarms or messages. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.